Manufacturer narrative:
Investigation: visual inspection revealed that the hot jaw was slightly burnt and the heater was detached from the tip and bent. Based upon this observation, the reported complaint, "heater detached" was confirmed. Internal file number - (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3000 hemopro tri-heater assembly detached from the jaw halfway through the procedure. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is returning.